Event description:
It was reported that the lead exhibited noise causing pacing inhibition. During the explant procedure, once the new lead was connected to the header in post connection testing, rv channel oversensing was observed. The physician decided to explant the device. The device and lead were explanted and replaced successfully. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of over-sensing and noise anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement level indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further sensitivity tests performed at most sensitive settings did not find any sensing anomaly. Additionally, visual inspection of the header and connectors did not find any contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.